Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion. The previous follow-up visit was done approximately one year ago, and at the time the estimated battery longevity showed 3 years remaining. During the most recent follow-up visit, the estimated remaining battery showed 1 year remaining. A copy of device memory was saved and submitted to technical services (ts) for review. Engineering analysis of device data confirmed premature battery depletion. A ts consultant discussed that the device is exhibiting moderate acceleration in the rate of battery depletion. The power consumption of this device has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion. The previous follow-up visit was done approximately one year ago, and at the time the estimated battery longevity showed 3 years remaining. During the most recent follow-up visit, the estimated remaining battery showed 1 year remaining. A copy of device memory was saved and submitted to technical services (ts) for review. Engineering analysis of device data confirmed premature battery depletion. A ts consultant discussed that the device is exhibiting moderate acceleration in the rate of battery depletion. The power consumption of this device has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this implantable device was suspected to be exhibiting premature battery depletion. The previous follow-up visit was done approximately one year ago, and at the time the estimated battery longevity showed 3 years remaining. During the most recent follow-up visit, the estimated remaining battery showed 1 year remaining. A copy of device memory was saved and submitted to technical services (ts) for review. Engineering analysis of device data confirmed premature battery depletion. A ts consultant discussed that the device is exhibiting moderate acceleration in the rate of battery depletion. The power consumption of this device has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced and is expected for return. No additional adverse patient effects were reported.